Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient did not have stimulation. Electrodes 0-7 had impedances greater than 10,000 ohms. The patient was to see his physician on (B)(6) 2014. The patients status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.